Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the pump and the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed. Deleted transmitter serial number from pump and repaired but the pump was not communicating with the transmitter. Customer reported issue was not resolved. Instructed customer that transmitter might not be working and it will be replaced. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/contamination were noted at connector pins per visual inspection. Checked voltage of transmitter after up to two hours of charge on gang charger. Found transmitter failed to charge with only 1.13 v by placing unit in a digital multimeter. In conclusion, unable to perform functional, rf/ble/downgrade/associate/accuracy tests due to depleted/low battery. The customer complaint of communicating anomaly is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.